Manufacturer narrative:
The manufacturer received information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the customer¿s complaint was confirmed. The device's blower, machine flow sensor and muffler assembly were replaced to address the issue. There was evidence of contamination.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.